Event description:
A malfunction was reported on the customer's pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset instructions, and the customer successfully reset the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues happen again.